Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 40 to 43 mg/dl at the time of the incident. The customer was at 92 to 111 mg/dl after treating the low. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the lows as the customer declined. The customer reported a bent sensor cannula, sensor calibration, and change sensor errors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened and used.